Event description:
It was reported that a pump alarmed for a system error 322. The customer stated that the system error 322 could not be reproduced during testing, but was confirmed through review of the device history log. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The system error 322 was confirmed through review of the device history log, however could not be reproduced during the evaluation. The device was tested for 24 hours with no occurrence of the system error. The upper and lower aux assemblies are known contributors to system error 322 and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.